Manufacturer narrative:
Correction: device available for eval?, device return to manuf .?, device eval by manufacturer? Additional information: returned to manufacturer on, b01 - testing of actual/suspected device. Omit: b17 - device not returned.

Event description:
It was reported that an 8110 syr/pca was affected by syringe gripper and syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr/pca was affected by syringe gripper and syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr/pca was affected by syringe gripper and syringe sizer recall. There was no reported patient involvement.